Event description:
Ref importer number: (B)(4).

Manufacturer narrative:
A field service tech (fst) visited the customer to check the involved equipment. The fst observed that the retaining screw was missing; enabling the safety sleeve to move out of position. The device manual and product labeling instructs the operator that the sleeve must be in place prior to use. The fst verified that there was no damaged components and re-installed the cupola, with a new screw. (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet has provided product failure investigation, analysis and resolution for the device described in this report.